Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y832, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was a manufacturer representative reported that the patient had fallen several times in the past few months and had been dealing with other ailments that caused the patient to have fractures in their leg and lumbar issues. The patient needed an MRI, but when the healthcare provider did an x-ray yesterday, they found that the lead had snapped off from the implanted neurostimulator completely. The representative said it was uncommon for the lead to completely snap off. The representative said the patient was going to have the stimulator and lead removed and not replaced at this time, but the healthcare provider was still figuring out if the patient was a fall risk. Additional information was received from a healthcare provider (hcp). The reason for the call was the caller reported that the patient was needing an MRI and they took an x-ray of the patient's abdomen and pelvis today and noticed that the lead to the interstim was not connected to the generator anymore and was just floating. The caller stated that the patient was able to put their system into MRI mode. The hcp inquired if the patient could have the MRI. The hcp noted that the patient was not aware that the lead was no longer attached and indicated they were not having an issues with their interstim system. The agent reviewed information with the caller. The patient was redirected to their healthcare provider to further address the issue.

Event description:
On 2026-mar-23 additional information was received from the manufacturer representative. The rep reported that the explant date was not yet decided. The patient was still discussing with their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y832 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.